Event description:
Affiliate reported that the surgeon contacted us to inform that she faced some problems with a medos valve. Sales rep visited this center to assist during the reprogramation of the valve and provide all the information for the correct performance of this device. It is pending the results of the control of this reprogramation by radiology. The patient is asymptomatic at this time.

Manufacturer narrative:
Product code is unknown, therefore the gtin is not available. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.